Manufacturer narrative:
The customer reported that the graph on the left side of the monitor displaying the numerical values of the ECG, heart rate and spo2 intermittently go out. Technical support (ts) asked the customer if the box would entirely disappear or if it was just the numerical values. The customer was unsure if it was the entire box or just the numerical values disappearing. The customer was not in front of the unit and the unit was being used at the time. The customer will connect the unit to a simulator and will reach out to provide a video of the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the graph on the left side of the monitor displaying the numerical values of the ECG, heart rate and spo2 intermittently go out. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the graph on the left side of the monitor displaying the numerical values of the ECG, heart rate and spo2 intermittently go out. Technical support (ts) asked the customer if the box would entirely disappear or if it was just the numerical values. The customer was unsure if it was the entire box or just the numerical values disappearing. The customer was not in front of the unit and the unit was being used at the time. The customer will connect the unit to a simulator and will reach out to provide a video of the issue. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation as according to the customer, the issue resolved on its own. A root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/30/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/31/2025 I called ken to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for ken to call me back with this information. Attempt # 3: 11/04/2025 I called ken to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for ken to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that the graph on the left side of the monitor displaying the numerical values of the ECG, heart rate and spo2 intermittently go out. There was no patient injury reported.